Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech has committed to remediating 3 years of complaints (2017-2020) and a portion of complaints from 2013-2017. This MDR is being submitted as part of that remediation. The device was returned. An investigation was conducted under CAPA(B)(6): the investigation concluded that the root cause of the tibial tamp head fractures was a combination of the design and a user misuse issue. Revision a of the tibial tamp head has a sharp corner present that could create a stress concentration that contributes to the breakage of the device. The surgical technique instructs that use of the extraction lever and "mauldin multi-tool" should be used to extract the tibial tamp head from the bone. The surgical technique does not specifically state that the surgeon should not hit the tamp handle/guide backwards (retro-grade) to remove the tamp assembly from the bone. As a correction, exactech has updated the surgical technique to clarify the proper technique and instrumentation to remove the tamp assembly from the bone, i.e., to include a caution statement about the potential for instrument breakage if the tamp handle/guide is misused by impacting in retro-grade. Additionally, the design of the device was modified to add a radius to where the sharp corner was located, to reduce the stress concentration. The CAPA investigated complaint data to compare occurrence rate of device fractures for revisions a and b of the tibial tamp head. There were no complaints for device fracture for rev. B of the tamp head at the time of the investigation indicating a lower occurrence for device fracture and improved effectiveness. IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (B)(6) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (B)(6) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or led to patient impact. An investigation was conducted under CAPA(B)(6); the investigation concluded that the root cause of the tibial tamp head fractures was a combination of the device design and user error issue.

Event description:
It was reported from france that an instrument was discovered to be broken in the operative set. There was no reported information about any events during the surgical procedure. No patient information was reported. No additional information was provided by the contacts related to this event.